Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital (B)(6). E1: initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned a conclusion of cause not established. Without device analysis the cause of the reported issue cannot be determined.

Event description:
It was reported that a catheter issue occurred. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery with a length of 15 mm and a vascular diameter of 3.0 mm. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the image could not be shown. It was also noted that air had not been removed during flushing in the preparation phase. The procedure was completed with another of the same device. There were no patient complications.